Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is having a lot of break through pain and have to charge the implant twice a day and she didn't change her setting. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) asked clarifying questions and patient said she is having break through pain because she has been overdoing it, and she did not have fall or trauma.